Event description:
Reporter stated the customer began to experience erratic blood glucose levels of 37-485 mg/dl on (B)(6) 2015, and she believes the insulin delivery of the infusion device is inaccurate. She was hospitalized in the middle of (B)(6), 2015, as a result and received treatment of an insulin IV. Following the hospitalization, she changed to a different infusion device. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.